Event description:
User alleges during a case in the surgical suite an h-1000 shut down. The electric pole would not move and the unit would not turn back on. No injury to the patient.

Manufacturer narrative:
Evaluation: the hospital's clinical engineering found a blown fuse to be the cause of this event. They changed the fuse and the unit was turned on, and there was no flow through the tubing set and the pump was making a strange noise. The clinical engineering staff member turned the reservoir upside down to drain and found more little pieces of white plastic or teflon rings in the reservoir. The technologist believes these pieces plugged up the pump causing the pump to stop which in turn caused the fuse to blow and the h-1000 to stop working. After cleaning and replacing the water within the reservoir, the unit worked fine and has since been put back into service. All of our information is contained in this report. We have no history of similar reports and feel this is likely an isolated event. We were unable to review manufacturing records as the user facility did not inform us of the serial number of the unit involved. This report has been logged for trending.